Event description:
The voluntary user medwatch report indicated cardiopulmonary bypass was instituted per normal protocol. Shortly thereafter blood and fluid were noticed dripping from the bottom of the oxygenator. Inspection revealed all connections were properly made. The unit was changed out with no pt compromise.